Event description:
The customer reported a leak from the aspiration probe on the coulter lh 500 hematology analyzer when running controls in manual mode. The leak only occurred during backwash. The leaked volume was approximately one milliliter and was not contained within the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to address this event. The field service engineer adjusted the instrument's air cylinder which resolved the issue. The cause of the event was that the air cylinder needed adjustment. No discrepant results were generated for this event however this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).